Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that last night something was going wrong with the stimulator and the arch of their foot was feeling like it was being electrocuted. Patient stated they turned the stimulation off and put the device into MRI mode to stop the stimulation; patient followed up saying when they took the device out of MRI mode the sensations started again. Patient said the stimulation was kind of an unbearable feeling and that the sensation randomly happened every second or less and would pulsate. Agent asked patient when the shocking and unbearable sensation started and patient said all of a sudden when they switched positions of how they were sitting, the sensations would make them look like they stuck their finger in an outlet. Patient mentioned they tried to adjust their settings, but they didn't know if they did something wrong or not because that did not help. Agent reviewed settings and intensity with the patient. Patient asked general questions about settings and programming; agent reviewed information. Agent advised the patient to follow up with their managing healthcare provider and manufacturer representative (rep) to further address the issue. Patient asked to be put in contact with a rep; agent sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was not determined. The steps taken to resolve the issue was by re-setting the stimulator. They had it turned off for now for three weeks. They stated, they discovered that they are better off without the stimulator.